Event description:
The article, "mid-to-long-term outcomes, durability, and mortality predictors after mitral valve replacement with the epic porcine bioprosthesis: a single-center japanese experience", was reviewed. This research study is a retrospective single-center experience to evaluate the mid-to-long-term outcomes and durability of epic bioprosthesis specifically in elective mitral valve replacement (mvr) procedures. The device included in the study was the epic valve. The article concluded that the epic valve demonstrated favorable mid-to-long-term outcomes in the mitral position, with low structural valve degeneration rates and stable hemodynamics. [The primary and corresponding author was ryoma ueda, department of cardiovascular surgery, okamura memorial hospital, 293-1, kakita shimizu-cho, sunto-gun, shizuoka, japan, with corresponding e-mail: ryoma_ueda@kuhp.kyoto-u.ac.jp.] The study included patients who underwent mvr with the epic valve from 01 april 2013 to 28 february 2025. A total of 119 patients were included in the study, of which all received an abbott device. The average age was 76.1 years. The majority gender was female. Comorbidities included hypertension, diabetes, atrial fibrillation, peripheral vessel disease, coronary artery stenosis, stroke, and chronic kidney disease.

Manufacturer narrative:
Summarized patient outcomes/complications of epic valve (aortic) were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, peripheral vessel disease, coronary artery stenosis, stroke, and chronic kidney disease. Complications reported included degraded, material split, cut, or torn, stroke, endocarditis, surgical intervention, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information literature attachment: mid-to-long-term outcomes, durability, and mortality predictors after mitral valve replacement with the epic porcine bioprosthesis: a single-center japanese experience b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: mid-to-long-term outcomes, durability, and mortality predictors after mitral valve replacement with the epic porcine bioprosthesis: a single-center japanese experience b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "mid-to-long-term outcomes, durability, and mortality predictors after mitral valve replacement with the epic porcine bioprosthesis: a single-center japanese experience", was reviewed. This research study is a retrospective single-center experience to evaluate the mid-to-long-term outcomes and durability of epic bioprosthesis specifically in elective mitral valve replacement (mvr) procedures. The device included in the study was the epic valve. The article concluded that the epic valve demonstrated favorable mid-to-long-term outcomes in the mitral position, with low structural valve degeneration rates and stable hemodynamics. [The primary and corresponding author was ryoma ueda, department of cardiovascular surgery, okamura memorial hospital, 293-1, kakita shimizu-cho, sunto-gun, shizuoka, japan, with corresponding e-mail: ryoma_ueda@kuhp.kyoto-u.ac.jp.] The study included patients who underwent mvr with the epic valve from 01 april 2013 to 28 february 2025. A total of 119 patients were included in the study, of which all received an abbott device. The average age was 76.1 years. The majority gender was female. Comorbidities included hypertension, diabetes, atrial fibrillation, peripheral vessel disease, coronary artery stenosis, stroke, and chronic kidney disease.